Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that changes were made to the pump and it went into temp basal. The customer had a blood glucose of 51 mg/dl and 52 mg/dl. The customer treated with food and no medical assistance was required. The customer's current blood glucose was 120 mg/dl. The caller also reported the customer's blood glucose was fluctuating between 60 mg/dl and 150 mg/dl. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.